Event description:
It was reported that after use of the bd vacutainer® plus plastic sst tubes with gold bd hemogard¿ closures had issues with poor barrier separation it was noticed that there is some red cell on top of gel.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Educational material has been provided by tech services. Adhering to the recommended specimen handling and processing steps will facilitate acceptable specimen quality and overall performance for reliable analytical outcomes. A review of specimen handling parameters should be reviewed for this tube type. We will continue to monitor for additional complaints and emerging trends. Sst¿ tubes should be filled to stated draw volume and mixed by 5 complete inversions. Mixing facilitates dispersion of the silica into the blood, assisting the clotting process. The recommended 30 minute minimum clotting time for the bd sst¿ tube is based upon an intact clotting process. Insufficient clotting (short clotting) can result in the formation of fibrin. This fibrin formation may interfere with barrier formation. Complete and adequate barrier formation is time, temperature and g-force dependent. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Educational material has been provided by tech services. Adhering to the recommended specimen handling and processing steps will facilitate acceptable specimen quality and overall performance for reliable analytical outcomes. A review of specimen handling parameters should be reviewed for this tube type. We will continue to monitor for additional complaints and emerging trends. Sst¿ tubes should be filled to stated draw volume and mixed by 5 complete inversions. Mixing facilitates dispersion of the silica into the blood, assisting the clotting process. The recommended 30 minute minimum clotting time for the bd sst¿ tube is based upon an intact clotting process. Insufficient clotting (short clotting) can result in the formation of fibrin. This fibrin formation may interfere with barrier formation. Complete and adequate barrier formation is time, temperature and g-force dependent. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined. The issue may be associated with sample preparation; sst¿ tubes should be filled to stated draw volume and mixed by 5 complete inversions. Mixing facilitates dispersion of the silica into the blood, assisting the clotting process. The recommended 30 minute minimum clotting time for the bd sst¿ tube is based upon an intact clotting process. Insufficient clotting (short clotting) can result in the formation of fibrin. This fibrin formation may interfere with barrier formation. Complete and adequate barrier formation is time, temperature and g-force dependent. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after use of the bd vacutainer® plus plastic sst tubes with gold bd hemogard¿ closures had issues with poor barrier separation it was noticed that there is some red cell on top of gel.